Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll bns had a scale marking issue. The following information was provided by the initial reporter: customer submitted all abnormalities found at the end of the batch. All abnormalities below were found during packaging, i.e. Before use and did not involve patients. First report from the cleanroom 27-02-2024 and last report 28-05-2024. Article code: 309648 batch: 2202070 staxs complaint refs: (B)(4). Visible silicone oil x 21 (behind plunger), no scale markings x 1, double printed scale x 2, ink ring x 37, embedded matter x 2, scale imperfections x 44.

Event description:
No additional information was provided.

Manufacturer narrative:
One hundred and four samples of 1ml luer-lok syringes (p/n - 309648) were received and evaluated. All samples were received loose divided into smaller bags by reported defect. 41 samples had part of the graduation lines missing, with 15 having greater than 50% of the lines visible, therefore: acceptable per product specification, and 26 with greater than 50% of the lines or numbers missing. 37 samples had partial ink rings around the barrel in the non-scale marking area. 19 samples were reported as visible oil behind plunger, with 17 found to be acceptable and 2 found to have silicone on the plunger rod. Two samples were found to each have one embedded bubble within the barrel. Two were found to have double printed ink on the barrel, and three were found to have gross missing print on the scale markings including one of them had all scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter/bubbles defect is associated with the molding process. If a small amount of water particles makes it into the mold, they become vaporized and can create an embedded concentration of this vapor in the produced part. Potential root cause for the scale marking issues defect is associated with the marking process. Potential root cause for the foreign matter non-fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 2202070 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.